Event description:
It was reported the pt was recharging the ipg with the charging system but the programmer was showing the ipg had not received a charge. The pt reported the recharged for two hours and did not notice a difference in the battery level. A replacement charging system was sent to the pt. F/u identified the replacement charging system was not working.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.